Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 488 mg/dl. The customer¿s current blood glucose level was 344 mg/dl. It was found that the time was incorrect on insulin pump. The customer treated their high blood glucose with the insulin pump. The device will not be returned for analysis.